Manufacturer narrative:
(B)(4). No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received over five years after the initial observations were reported that this lead was removed from service. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional details are received.

Event description:
Boston scientific crm received information that this left ventricular lead exhibited a conductor fracture with impedances greater than 2000 ohms and intermittent loss of capture. There are currently no plans to revise the lead. No adverse patient effects were reported.